Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead was bent and exhibited low pacing impedance. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of low pacing impedance and ¿lead bend¿ were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the outer insulation and inner insulation were breached/damaged and the outer coil and inner coil were bent/compressed at the proximal region of the lead due to procedural damage. An internal short was found between the inner coil and outer coil conductor paths due to procedural damage. The impedance test found the low pacing impedance of the lead due to procedural damage. The cause of the reported events was due to procedural damage. No other anomalies were seen.